Event description:
It was reported via a public comment on a social media post that a zip surgical skin closure device was associated with localized adverse skin reactions. The reported reactions included blistering, skin peeling, and persistent itching approximately one week post-operatively. As a result of the symptoms, the patient reportedly took antihistamines. No additional clinical details, patient history, device information, or outcome information were available despite attempted follow-up.